Event description:
It was reported that when attempting to interrogate the pulse generator using a merlin 3650 programmer, the fastpath screen froze and interrogation failed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.